Event description:
While wearing the external equipment, the patient reportedly experienced intermittencies with his device. External equipment was exchanged and programming adjustments were made, but the problem was not resolved. Surgery to explant the patient's device is to be scheduled.